Manufacturer narrative:
One 6f act engage introducer sheath was received for evaluation. The opened pouch, dilator and guidewire assembly were also received. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
Related manufacturing reference: 3005334138-2023-00433 during a percutaneous coronary intervention procedure, a blood leak occurred. The device was exchanged with another introducer from the same lot, and the same issue occurred. The sheath was replaced with an 8f sheath and the procedure was completed with no adverse consequences to the patient. There was no clinically significant delay in the procedure.